Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, additional event information and patient demographics was not provided.

Event description:
It was reported that the device had a "channel disconnect" sometime this year, wherein all channels shut down. It was noted that the patient's blood pressure "crashed". Although requested, additional information was not provided.